Event description:
The following report was received from the descover registry: the index procedure was treatment for a restenotic lesion previously treated with a cypher sirolimus-eluting coronary stent. Three months post index procedure the patient was readmitted to the hospital with unstable angina: the cath results showed re-in stent thrombosis at the 1st obtuse marginal. Two additional cypher stents were implanted to treat the thrombus. Ten days later the patient returned to the hospital with an acute thrombotic event at the 1st obtuse marginal which was confirmed on angiogram. The patient was not treated is currently under medical management.